Event description:
It was reported that during a laparoscopic nephrectomy procedure, the staples were only fired in the proximal part. Surgery was prolonged five minutes. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.